Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The root cause is a depleted internal battery due lack of charge. Per the communication hubs, rep confirmed that the patient did go 30 days or more without recharging their ipg prior to explant. Per document 56-0258, no product evaluation form was initiated. According to the review of prodigy MRI IFU, 37-5143, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ corrected data: d4: additional device information corrected.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown.

Event description:
It was reported the patient stopped recharging their ipg over an extended period of time. As a result, the patient's ipg became inoperable. In turn, the patient's ipg was explanted and replaced to address the patient's issue.

Manufacturer narrative:
D6a - date of implant (the exact date of implant was unable to be obtained via follow-up, but the year of implant was determined to be 2018).